Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wire to be broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed the electrical continuity test. The yaw pulley showed no signs of arcing. Failure analysis investigation also found the instrument's bipolar yaw pulley to be broken. The yaw pulley was missing a 0.155 x .048 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken yaw pulley missing a piece found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci cystectomy surgical procedure, a wire at the jaw of the maryland bipolar forceps instrument broke. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.